Event description:
During a dialysis treatment, the pt dislodged the venous needle from the catheter, resulting in a blood loss of one liter. The machine was reported as not alarming to this condition. The pt's blood pressure dropped and the pt was given 1500cc of saline and hospitalized for a 2 unit transfusion.